Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was confirmed during field evaluation and through review of the site¿s system logs. Investigation indicated a defective universal side manipulator 3 (usm 3). No issue with usm 4 was confirmed. Replacement of usm 3 resolved the issue. Following replacement, the system was further tested, operated without error and verified as ready for use. The replaced usm 3 was returned for further investigation; however, evaluation/investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details and confirming the procedure date of (B)(6) 2022 on system (B)(4). No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure because usm 3 stopped working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion or abortion.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, a system error (informational code 319) was experienced on universal surgical manipulator (usm) 3. The customer received phone assistance from the technical support engineer (tse). Prior to the call, user stowed usm 3 and once the user continued with the procedure, another system error on usm 4 was observed. Initial troubleshooting was attempted through a system power cycle, removing the instruments on the usm arms and undocking the patient side cart (psc). During the dvstat call, tse reviewed the system logs and confirmed error faults on both usm3 and usm 4. User was instructed the user to perform a hard power cycle with emergency power off (epo). Once rebooted, system displayed informational error code 25730 and other communication faults on usm 3. Tse instructed the user to disable usm 3. The surgeon at this point, elected to convert the procedure laparoscopic surgery. No further troubleshooting with the tse was performed. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: laparoscopic procedure was completed with no known impact or patient consequence was reported.

Manufacturer narrative:
Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported event. The unit was put on the in-house system and it failed normal mode. During normal mode, the unit triggered a 319 error pointing to the acc. Visual inspection revealed that the rolling loop fiber cable was rubbing against the ball screw. The rolling loop fiber cable was swapped with a test fiber cable and the 319 error disappeared. The original rolling loop fiber cable was then returned and the 319 error reappeared. As a fix, the rolling loop will be replaced.

Event description:
Refer to h10/h11 for follow-up information.